Manufacturer narrative:
The customer later called in to inform the service center the device will not be returning for repair as he was able to resolve the issue onsite. Additionally, the customer informed us the or (operating room) staff unplugged each cable until the lights on the unit stopped flickering and by powering of the unit. They installed a competitor device (steris conditioner) to resolve the issue. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The onsite biomed reported to an olympus sales representative that during preparation for use of the evis exera iii video system center would not initially power on. When switched off the unit remained on. It was also reported the black socket tab that holds the cord in place is damaged. There was no reported patient death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the power not turning on and the broken power socket (that holds the power cord) could not be identified. Olympus will continue to monitor field performance for this device.